Manufacturer narrative:
DHR review additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a valve that now required valve in valve intervention after an implant duration of approximately 14 years due to severe aortic regurgitation. The patient was implanted with an edwards transcatheter valve within the existing valve. The patient was reported in stable condition.